Manufacturer narrative:
(B)(4). Date sent: 4/18/2023. Batch #: v95y51. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the tissue pad detached and not returned. The device was connected to a test handpiece and tested on a gen11. When conducting the functional test no uses remaining/ replace instrument alert screen could be confirmed. This could cause the device to turn off. The device was disassembled to inspect the internal components and no anomalies were noted. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the quality system. A manufacturing record evaluation was performed for the finished device lot/batch v95y51, and no non-conformances were identified.

Event description:
It was reported that during an endoscopic weightlessness the tissue pad melted. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.